Event description:
(B)(4). Event occurred in the united states. The patient reported that while sleeping, the entire tube came out of the set at quick release site connector which led to increase in the blood glucose level (500 mg/dl). Reportedly, the patient had used quick set a day prior to this report also. The infusion set insertion site was at righthanded side above the hip and the pump was on the front side of the belt. The infusions were being used for 2 days. Patient's current blood glucose level was 469 mg/dl and was treated with pump. Reportedly, the infusions were stored in closet. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.